Manufacturer narrative:
(B)(4).

Event description:
It was reported the event occurred during use on the patient. When the pump was started up, the pump had a system error 7 alarm. As a result, a second pump was used. A new display was sent and replaced, which cleared the system error. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 7 alarm" is confirmed. The keypad assembly was found to be faulty, which is the cause of the alarm. The root cause of the keypad assembly failure is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the event occurred during use on the patient. When the pump was started up, the pump had a system error 7 alarm. As a result, a second pump was used. A new display was sent and replaced, which cleared the system error. There was no report of patient complication or serious injury and death.